Event description:
A medtronic representative reported that during a spinal fusion procedure the percutaneous pin would not slide down and latch onto the reference frame securely. The percutaneous pin was reported to have caused internal damaged to the reference frame. The surgeon used another set of pins to continue the procedure. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
Replacement pin and reference frame were shipped to site on (B)(4) 2015 for issue resolution. Reference frame has not been received by the manufacturer for analysis. Medtronic investigation of returned suspect pin finds that the pin had nicks and scratches preventing a good fit during a fit test with a known good reference frame. The reported event was confirmed to be caused by physical damaged of the pin.

Manufacturer narrative:
Correction: on 13-oct-2015, it was noticed that a previous MDR submission contained incorrect information with regards to the common device name, product code and/or PMA/510(k). This MDR is being submitted to correct this information. There is no new information to change the patient information, event description or manufacturer narrative that was previously reported.